Manufacturer narrative:
Follow-up #1: date of submission 9/29/2017. Device evaluation: the device has been returned and evaluated by product analysis on 09/01/2017 with the following findings:.unable to duplicate complaint of any button changes contrast. Removed keypad, no damage to button contacts or keypad flex cable. Opened pump, moisture corrosion found on keypad connector. No moisture in battery compartment.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6)

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a button/keypad (button/keypad issue) issue; the patient claimed that if any button on the pump is pressed, it just changes the brightness of the pump and nothing else (all buttons functioning as if they were the contrast button.) Rebooting the pump several times did not resolve the issue. This complaint is being reported because the issue can result in inadvertent or incorrect insulin delivery or the inability to use the pump.there was no indication that the product caused or contributed to an adverse event.